Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the needle hub is disfigured and tilted to the side. The returned syringe was examined and exhibited a barrel tip deflection. Sample will be forwarded to manufacturing (holdrege) on 27jul2018 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed - bd was able to duplicate or confirm the customer¿s indicated failure. Level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for damaged/disfigured needle hub on lot # 7128939. A review of the device history record was completed for batch # 7128939 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200702913, 200702914] noted that did not pertain to the complaint. Investigation conclusion: possible root causes: packed in the carton incorrectly. Conveyance of syringes to the packaging equipment (pea-shooters) has the potential to bend barrel tips. Based on the investigation, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with needle hub defect. There was no report of injury or further medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with needle hub defect. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with needle hub defect. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.